Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00260, 3005168196-2018-00261, 3005168196-2018-00262, 3005168196-2018-00263, 3005168196-2018-00264, 3005168196-2018-00266, 3005168196-2018-00267, 3005168196-2018-00268, 3005168196-2018-00269, 3005168196-2018-00270, 3005168196-2018-00271.

Event description:
The patient was undergoing a coil embolization procedure in the splenic using ruby coils and a pod packing coil (podj). It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted six ruby coils in the target vessel using a non-penumbra microcatheter. The physician was then unable to place 11 ruby coils and one podj. It was reported that the physician switched microcatheters three times. The procedure was completed using other coils. There was no report of an averse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-00260, 3005168196-2018-00261, 3005168196-2018-00262, 3005168196-2018-00263, 3005168196-2018-00264, 3005168196-2018-00266, 3005168196-2018-00267, 3005168196-2018-00268, 3005168196-2018-00269, 3005168196-2018-00270, and 3005168196-2018-00271.

Event description:
The patient was undergoing a coil embolization procedure in the splenic using ruby coils and a pod packing coil (podj). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully implanted six ruby coils in the target vessel using a non-penumbra microcatheter. The physician was then unable to advance 11 ruby coils and one podj through the microcatheter and, therefore, all 11 ruby coils and the podj were removed. It was reported that the physician switched microcatheters three times. The procedure was completed using other coils. There was no report of an averse effect to the patient.